Event description:
It was reported, "patient stated that she is in pain all the time and her hip has become irritable."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip. Other devices listed in this report: cat. No.: 2030-6530-1 6.5; cancellous bone screw 30mm; lot code: mkapma. Cat. No.: 2030-6530-1 6.5; cancellous bone screw 30mm; lot code: mhmrmp. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Currently implanted.